Event description:
It was reported that, this screw was discovered in the branch warehouse. The package was marked as a 35mm screw and a 25mm screw was actually inside the package.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.